Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the surgery, the tip of the needle broke. X-ray was taken to ensure that no foreign body was retained. There was no adverse consequence to the patient.